Event description:
Tap- it was reported that 184 days after implantation of a 2.75x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad). A pre-intervention stenosis of 75-80% was reported. A 2. 75x16 mm taxus stent was deployed without predilation. A post-procedure stenosis of 0% was reported. It was reported that there was transient spasm of the distal lad with wire passage resolving after the administration of intracoronaray nitroglycerin. The patient reportedly ad transient "minor chest pain" during the procedure. The patient received heparin during the procedure. No information concerning lesion calicification or vessel tortuosity was reported. The patient reportedly "tolerated the procedure well without complications." The patient presented 184 days after the initial procedure with persistent angina and 70% in-stent restenosis with timi grade 11 flow in the mid lad. It is noted that this stent had previously been undersized. A 3.5x20 mm taxus stent was deployed in the lad without predilation. A post-intervention stenosis of 10% with timi grade iii flow was reported. The patient was reportedly premedicated with intracoronary nitroglycerin. After a transient drop in blood pressure, the patient was given nitroprusside. It was reported that the patient tolerated the procedure well without complications.